Event description:
As part of a legal mediation effort on (B)(6) 2013, intuitive surgical, inc. Received information including medical records of a patient who underwent da vinci si hysterectomy with bilateral salpingectomy and a miniarc vaginal sling procedure on (B)(6) 2013. The operative report for these procedures indicate they were successfully completed without complications and the patient tolerated the procedures well. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. The patient was transferred to the recovery room in stable condition and discharged home the next day,(B)(6) 2013. According to the hospital records, the patient presented to the emergency room on (B)(6) 2013, with complaints of vaginal cramping and bleeding following first post-operative sexual intercourse. Patient also reported pain with bowel movement. Pelvic exam found vaginal cuff dehiscence with minor bowel evisceration. Patient was transferred to another hospital for gynecological care, and underwent a transvaginal repair and revision of the vaginal cuff on (B)(6) 2013. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Per the medical records, by post-operative day 1, the patient was eating, ambulating, and eliminating normally. Her pain was well controlled and she was discharged home on (B)(6) 2013.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(4) 2013, found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si hysterectomy with bilateral salpingectomy (ovaries remain in place) and a miniarc vaginal sling procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.